Event description:
Customer called and stated that she used the pad and then when she was done, laid it on the floor. The next day the carpet was very hot. Switch was so hot it almost burned hand. She said the switch was not in the on position.

Manufacturer narrative:
Qc tested pad and it was heating (147-163 degrees) and working properly. Could not find any evidence of anything hot or burned.